Event description:
Warning message appeared on carto "mapping catheter/ connections not detected". All connections were checked and the defect was the catheter. There was not any patient harm involved due to the defect.